Event description:
A one-liter vacuum bottle quit draining fluid after approximately 300ml. Another bottle was needed to finish draining fluid. The bottle was from the same manufacturer, brand name and lot number.there were no observable problems with the bottle that contributed to the event.